Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a fragment of the cannula remained in the patient's body. An x-ray showed the fragment in the body. The doctor was unable to locate the fragment during surgery. A second doctor was also unable to find the fragment. The infusion set was requested to be returned for product evaluation.